Event description:
Customer reported operator heard a "pop" during fluoro and could not produce an image after that.

Manufacturer narrative:
Gehc service personnel replaced failed snubber board and main frame batteries. Checked dead band and ran filament calibration. Calibration finished complete. Also adjusted steering to reduce stiffness, replaced flip flop handle and tightened lemo connector. System is operating as intended.